Event description:
Event: (cc# 98-01225) the iab kinked. The iab was removed and a second iab was inserted into the patient. (Multiple event to customer complaint number 98-01226) on 10/26/98, the following was reported to datascope: the iab was placed and was apparently working well. There was good waveform and no pump alarms. However, the surgeon was convinced that the iab had doubled over on itself because he was not able to pass a guide wire through the inner lumen. He decided to remove the iab and insert another. There was no patient injury or complication as a result of the event. The patient was finally discharged from the hospital. [Event complications]: unknown - reported 9/29/98; none - rpt'd 10/26/98. [Patient's current status]: discharged-rpt'd 10/26/98.